Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was found to be intermittently unresponsive; the up arrow, down arrow, and contrast buttons responded appropriately. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim/fading display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The distributor contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons were unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.